Event description:
It was reported that the patient was bleeding when the physician tried to pull the device and sheath out. A hematoma formed and manual compression was applied for 30 to 60 seconds. Afterward, the physician pushed the collagen inside the skin with the tamper tube and hemostasis was achieved. After taking the spring off, the physician added band compression at the puncture site. The patient was flatulent and the band was taken off. The patient vomited several times and during that time, bleeding re-occurred at the punctured site. Manual compression was applied. The patient received 2400cc of blood transfusion. Reportedly, the patient on bedrest.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pluses.